Manufacturer narrative:
The 510 (k) is k093745.

Event description:
The reporter contacted lifescan (B)(4) alleging an issue with the test strips; however, was unable to provide specifics. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. The reporter was advised to contact customer service back with more details. At this time, this complaint is being reported based on the provided information.